Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was harder to press and not responsive, cloud haze on the screen, rain bowing effect on screen and time was five minutes off. Customer¿s blood glucose level was unknown. Customer stated that the batteries lasing two weeks and unexplained non delivery alarm. The device will not be returned for analysis.